Event description:
It was reported that during an unknown procedure, the staples could not be formed properly on the way. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.